Event description:
The customer reported a pacing failure during opcheck. There is no patient involvement as this occurred during testing.

Manufacturer narrative:
(B)(4): the customer reported a pacing failure during opcheck. There is no patient involvement as this occurred during testing. The device was evaluated onsite by the customer. The philips call center advised the customer on what boards to replace. The power pca was replaced to resolve the issue. The device passed all testing and remains at the customer site for use.